Event description:
The hospital reported a patient was being transported while connected to a carescape r860 operating on battery power, when it was alleged that the ventilator shutdown. The patient was dependent on non-invasive ventilation (niv), and subsequently desaturated. The niv mask was immediately removed and replaced with an oxygen mask. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a4, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. Upon further follow up, the customer stated the patient's lowest o2 saturation level was 94%. A desaturation of 94% is not a serious injury. The third-party partner field engineer provided battery label details, which confirmed they missed checking the shelf life of the battery and had installed an expired battery in the machine. While this expired battery passed testing at install, the log analysis indicated the user was also not following the user manual instructions for proper battery maintenance. Specifically, the device was not connected to ac mains power while not in use, which further degraded the battery. A letter will be sent to the customer detailing the root cause. Based on the information available at this time, gehc's review of the event determined there was no malfunction of the gehc device that caused or contributed to any injury. This event was not reportable.